Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 290 (mg/dl). Customer was treated with intravenous insulin and released approximately 4-6 hours later in good condition.